Event description:
It was reported that during priming, one unit of prismaflex st150 set c had an external fluid leak due to a broken filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the provided pictures showed that the connection from the filter of the set to the support plate was cracked. The reported condition was verified. The most probable cause is due to a mechanical shock during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.